Manufacturer narrative:
Date of report: 06/05/2019. Date rec'd by MFR: 06/10/2019. Failure analysis on the returned power supply shows that the power supply was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. The customer replaced the power supply to address the issue and the ventilator was returned to use.

Event description:
Was reported that the ventilator would not power on and power supply was not "coming in ventilator". There was no patient involvement. The event date was not specified; estimate used.